Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient was admitted to the hospital due to pump stoppages. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file that contained data from (B)(6) 2018 and observed multiple pump stoppages that occurred when the vad system was connected to both the power module and batteries. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). An internal x-ray of the driveline showed a potential area of acute bending internally. Additional pump stoppages occurred while the patient was hospitalized and on (B)(6) 2018 the patient was taken to the or for an emergent pump exchange for a presumed short to short issue. No additional information was provided.